Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient verified that their stimulator is inactive and not working but still inside the patient¿s body. The patient is very unhappy about the stimulator and got a pump implanted. There were no patient symptoms reported and no complications reported.